Manufacturer narrative:
The company representative examined the system and was unable to confirm the reported event; however the latch seal was replaced as a preventative measure. The system was then tested and met all product specifications. No sample is returning for evaluation. (B)(4).

Event description:
A clinical coordinator reported that the system had weak aspiration. Additional information received from a nurse at the clinic indicated that the event occurred during a vitrectomy surgery. The system was exchanged and the surgery was completed. There were no injuries to the patient.